Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. On (B)(6) 2024, the patient¿s cgm was reading low mgdl. Several bg meter readings were taken as a comparison and were as follows: 26 mgdl, 36 mgdl, 47 mgdl, 60 mgdl, 72 mgdl, and 90 mgdl. It was not specified when these comparison values were taken, in what order they were taken, or if they were taken before or after treatment. The patient was experiencing sweating, nausea, shaking, blindness, confusion, was "out of breath" and had tachycardia. The patient self-treated with liquid glucose, a glucose tablet, and juice. There was no documentation of medical intervention. The patient was in stable condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a, b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.